Event description:
The advocate stated that the customer tested her blood glucose using her contour meter and received a reading of 25 mg/dl. She retested using her other contour meter and received a reading of 142 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.